Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 40 mg/dl. The customer stated they ate some food and did more bolus. Customer did state they treated with glucose tablets for the low reading. Customer been using the insulin pump system within 48 hours of reported low bg event. Customer was using the auto mode feature at the time of the incident. The pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.